Event description:
It was reported that every time the patient is in their new car their heart rate goes up to 119-220 beats per minute (bpm) even though the device is set to pace at 70 bpm. The patient will work with the car manufacturer and the physician to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-45 implantable pacing lead, (B)(6) 1999. (B)(4).